Event description:
It was reported that the patients ipg was aging. The patient underwent an ipg replacement procedure and doing well post operatively. Electrocautery was used to remove the old ipg. The explanted device was kept at the facility.